Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for ketoacidosis 2 years ago and also indicated of current high blood glucose of 523 mg/dl. The customer indicated that they will change out the entire set, reservoir and insulin and treat per doctor's instruction. Customer declined further high blood glucose troubleshooting.